Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not recognize the battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would not recognize the battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was confirmed in the field however testing at the product analysis center (pac) could not duplicate the reported issue. The device recognized multiple batteries and worked as expected. This device was archived by stryker and the customer received a replacement device. The cause of the reported issue could not be determined.